Event description:
Blood glucose increased very much, 173 mg/dl (in the early morning), and 410 mg/dl (at 12:30 after performing her injection with humalog) [blood glucose increased]. Her insulin dose was not injected due to blocked needle [needle issue]. Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a consumer from greece, concerns a (B)(6) female pt, who was treated with novofine 31g 6 mm (needle) for approx 20 years and experienced "blood glucose increased very much, 173 mg/dl (in the early morning), and 410 mg/dl (at 12:30 after performing her injection with humalog)" and "her insulin dose was not injected due to blocked needle" beginning on (B)(6) 2013. Pt's height: (B)(6). Medical history includes type 1 diabetes mellitus since 1990, hyperthyroidism and hypertension. The pt claimed that she attached a brand new needle novofine 31g 6 mm on a humalog mix 25 device and as the needle was blocked, her blood glucose increased very much. Her blood glucose values on (B)(6) 2013 were: 173 mg/dl (in the early morning) and 410 mg/dl (at 12:30 after performing her injection with humalog. The pt did not receive any treatment and was not hospitalized. She reported that her insulin dose was not injected due to blocked needle. This event had "re-appeared during the reporter treatment." The pt was an experienced user as she used novofine for approx 20 years, had taken proper training, used them for single use only and followed the instructions for needles use. The reporter suspected that the re-occurrence of the event was due to the mfg site of (B)(4). The pt rotated the injection sites and performed the injections subcutaneously. She had not experienced allergic problems and adhered to the treatment directions given by her physician. On an unk date, the pt started using needles from a new package of novofine 31g 6 mm and the blood glucose levels decreased after the use of new insulin device and new needles. Action taken to novofine 31g 6 mm was reported as no change. The outcome of "blood glucose increased very much, 173 mg/dl (in the early morning) and 410 mg/dl (at 12:30 after performing her injection with humalog)" was reported as recovered. The outcome of "her insulin was not injected due to blocked needle" was not reported. This case was upgraded to serious ("medically significant") by novo nordisk on (B)(4) 2013.